Manufacturer narrative:
Health effect- impact code: f2303. Type of investigation code: b15, b18, b20. The filler was injected into the patient and is not accessible for return. The syringe has been discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with 2 syringes of juvéderm voluma® xc in the cheeks and posterior jawline. Nine days later, patient experienced mild swelling in the jaw. Two weeks later, patient experienced pain, swelling of right cheek for a day, and hardness at the pre-jaw sulcus. Five days later, patient experienced nodule along the right jawline with some improvement. Nine days later, patient experienced nodule along the right jawline and right cheek swelling. Twelve days later, patient experienced right cheek look improved, but still swollen. Five weeks and 6 days later, patient experienced inflammation on right cheek and dark bruise. Eighteen weeks later, patient experienced "intermittent swelling, right cheek induration, minimal redness, skin darkening due to depression present on right cheek, some induration medial to the depression, mild edema on right tear trough, low grade infection, and possible biofilm. Healthcare professional treated the patient with biaxin bid. The patient was currently prescribed medrol/predinsone for a nodule in axillary, bioxin 500 ml every 12 hours, and injected hylenex to cheek and jawline. The healthcare professional prescribed hyal 60 units in a smaller amount since the patient requested not to have the full dissolution. The patient developed an abscess after self-medicating with abx and steriods. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00151 (allergan complaint #(B)(4). This MDR is being submitted for the first suspect product, juvéderm volbella® xc.